Event description:
(B)(4).

Manufacturer narrative:
Document review: quadra h femoral cementless stem size 3 std: ref. 01.12.023 / lot 101888 (B)(4): versafitcup cc light cup (not marketed in the USA) ref 01.26.54mbtl / lot 101388 (B)(4). Versafitcup cc liner (k103352) ref. 01.26.3244hct / lot 101866 (B)(4). All parameters have been found to be in accordance with the specifications valid at the time of mfg. The washing cycles were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycles were performed according to specifications valid at the time of production for the three lots. Ceramic ball head mfg by ceramtec and not marketed in the USA: sterilization correctly performed. From the data collected, there are no evidences that the event is device related.